Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address issue. There was no reported adverse impact to the customer¿s blood glucose level.